Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The peritonitis was manifested by mild abdominal pain and fibrin. On the same day as onset, the patient began treatment for the peritonitis with gentamicin and ancef (cefazolin) daily, (ip) intraperitoneally, (doses not reported). On an unreported date, the patient was hospitalized for the event. On an unreported date, after the start of gentamicin and ancef, the patient began treatment for the peritonitis with vancomycin, daily, ip (dose not reported). On an unreported date, the patient was retrained on aseptic technique. On an unreported date, reported as "a couple of days ago." The peritonitis was resolved and the patient was recovered from the event. At the time of this report, dianeal and extraneal therapies were ongoing. No additional information is available.